Manufacturer narrative:
Patient information is unknown however, it has been reported that the patient is over 18 years old. The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that there was a kink in the control wire. The clip assembly was deployed and not returned. The reported event of clip broke was not able to be confirmed due to the clip assembly not being returned. However, the evaluation found that the control wire was kinked so the clip failure likely occurred due to anatomical/procedural factors encountered during the procedure which limited device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to the third of three complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2011-01235 and 3005099803-2011-01236 for the other associated device information. It was reported to boston scientific corporation that three resolution clip devices were used in a procedure performed on (B)(6), 2011. According to the complainant, they were trying to control a gi bleed in the stomach. During the procedure, in all three instances, the clips opened however, they would not close on the target site and fell into the patient in an open position. It was reported that the scope was in a retroflex position and that the clips were not retrieved. The case was completed with a gold probe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to the third of three complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2011-01235 and 3005099803-2011-01236 for the other associated device information. It was reported to boston scientific corporation that three resolution clip devices were used in a procedure performed on (B)(6), 2011. According to the complainant, they were trying to control a gi bleed in the stomach. During the procedure, in all three instances, the clips opened however, they would not close on the target site and fell into the patient in an open position. It was reported that the scope was in a retroflex position and that the clips were not retrieved. The case was completed with a gold probe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.